Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, patient was hospitalized due to rising blood glucose (bg) levels. By the time she arrived at the hospital, patient¿s bg levels had reached 33 mmol/l (595 mg/dl) while wearing the pod between 24 and 36 hours on the back. To counteract her rising bg levels, the patient administered correction boluses throughout the day (prior to being hospitalized). Patient also reported experiencing stomach issues a couple days before the hospitalization. She was vomiting and had diarrhea. The patient first visited her hcp (health-care provider) after failing to lower her bg levels, and her hcp then referred her to the hospital. Patient stayed overnight at the hospital and was released the following morning. The pod was not removed while the patient was at the hospital. She left the facility wearing the same pod that she arrived wearing. While at the hospital, the patient was treated with an intravenous drip and fluid containing potassium (to treat her reportedly low potassium levels). The doctor also doubled her basal rate settings. When the patient returned home from the hospital, her bg levels began to rise again. She decided to replace the pod with a new one. Patient reported smelling insulin on her skin and stated the adhesive was wet when she removed the pod. There was nothing else unusual noted with the device.